Manufacturer narrative:
This product, noted in d4, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
On the same day of the procedure, the patient had an adverse event described as a dissection. The patient was a male who is a current smoker. No other significant medical history was given. Medications at baseline were aspirin, clopidogrel, statins, and ace inhibitors. The indication for the index procedure was unstable angina pectoris. Medications at the time of the pci were aspirin, clopidogrel, and heparin. The target vessel was the proximal right coronary artery (rca). The vessel diameter was 3.5mm and the lesion length was 23mm. Pre-procedure stenosis was 90% and post-procedure stenosis was 0%. The lesion was de novo and a b1 classification. Pre-dilation was conducted with a 3 x 15mm balloon at 8atm. A cypher was implanted at 16atm. During the procedure, a dissection of the right common iliac artery occurred. The patient was discharged 5 days later. Medications at discharge were aspirin, clopidogrel, statins, ace inhibitors and beta blockers.